Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist noted quite a bit of movement in the lower front teeth now that wasn't present before.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.